Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output that occurred on (B)(6) 2015. Pediatric patient is using an adult receiver. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual and interior inspection. The receiver data log was reviewed and no errors related to the incident were found. However, the device failed global receiver functional testing and the manual sound drop test. The customer complaint was confirmed. The root cause was determined to be a defective speaker assembly. Additionally, it was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.